Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/29/2018, that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent vibration could not be determined. A root cause could not be determined.